Manufacturer narrative:
Continuation of d10: product ID 8780: product type catheter product ID 8780 serial# unknown product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that they did a motor roller study that showed that the pump function was ok. After that, they changed the catheter but the rep needed to follow-up with the nurse who was the one who provided information about this.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown serial# implanted: unknown explanted: (B)(6) 2025. Product type catheter product ID 8780 lot# unknown serial# implanted: unknown explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#. Unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The issue was reported as resolved. It was further reported on (B)(6) 2025 that the serial/lot number of the catheter was unknown. No issue with the catheter was observed. Regarding if the cause of the event / symptom return / increased spasticity/changing catheter was since determined, urinary incontinence / problem to urinate and increased spasticity was indicated. Changing the catheter resolved the symptom return / increased spasticity. The catheter was discarded.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the date of pump and catheter implant was unknown. The patient experienced symptom return. The patient had increased spasticity, and they suspected either a pump or catheter malfunction. It was further reported that they did xr, and the catheter seemed fine. They tried to do pump motor roller study on 2025-nov-21. As reported it is unclear if the roller study was performed. Regarding diagnostic testing/troubleshooting performed, perhaps a motor roller study was further indicated. Environmental/external/patient factors that may have led or contributed to the issue were unknown. No surgical intervention occurred, and it was unknown if surgical intervention was planned. It was unknown if the issue was resolved as of 2025-nov-24. The pump and catheter remain implanted and in service. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # unknown implanted: unknown explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.